Event description:
The patient claimed that the animas pump lost power on the evening of (B)(6) 2011. The patient awoke to find the animas pump prompting her to confirm the date and time. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box showed that rebooting had occurred; the voltage recorded at the time of the rebooting was low indicating a weak battery. No damage was found to the battery compartment. A battery cap contact test was performed; no battery cap connection defects were observed. The pump was exercised for 29 hours and no power issues occurred during testing. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing and the pump gave an audible and visual alert. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.